Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right atrial (ra) lead had dropped into the ventricle and was pacing in the ventricle. The lead had dislodged. The physician opened the pocket and unscrewed the lead, put in a j stylet and replaced the lead in the atrium, screwed it in and tested it. Hooked lead back up to device and retested. Sewed up the pocket. The patient was rechecked and the lead is working appropriately. The ra lead remains in use. No patient complications have been reported as a result of this event.